Event description:
It was reported that the patient experience recurring incontinence due to the cuff being too large and not fully closing the urethra with an artificial urinary sphincter (aus). The aus 4.5cm cuff was explanted and a new 4.5cm aus cuff was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.